Manufacturer narrative:
Intuitive surgical inc. (Isi) received the video processor (vp) for failure analysis investigation. The unit was analyzed and 30 errors occurred during power cycle testing. System error logs specify vpc as the node of failure. The complaint was confirmed by failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure that non-recoverable fault 319 occurred. The staff power cycled the system, but the issue remained. The intuitive tech support engineer (tse) reviewed the system logs and confirmed the issue. The tse walked the caller through a hard power cycle of the vision side cart (vsc), but the issue remained. The tse recommended converting the case to another vsc to complete the case, which the caller did. There were no reports of patient injury.